Event description:
Patient's father reports that all keypad buttons are intermittently responding to presses. The patient does not clean the pump. Patient wears the pump in pocket.

Manufacturer narrative:
Follow-up # 1 06/21/2011 - device evaluation: the pump has been returned and evaluated by product analysis on 05/23/2011 with the following findings: the keypad buttons were found to be intermittently responding to presses. The keypad was removed and adhesive was observed under the button contacts.

Manufacturer narrative:
(B)(6). The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.